Event description:
A voluntary medwatch was received from the FDA: reference mw5185632 for teeha355. FDA reference report mw5185633 for implant. The event description reflects the information that was received on the voluntary medwatch mw5185632. Primary stability was not achieved. Osseointegration was achieved. Implant was covered with bone. Assessment of hygiene around the implant was fair. Site # 10. At the time of implant failure/removal there was mobility. The prosthesis was not fitted. Patient codes provide were as follows: patient code: 1924. Device code: 2183, 1863.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided . B3: date of event unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: email unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided . H11: d10 - medical product - tsx implant, 3.7mmd, 13mml catalog #: tsx37b13 lot #:unknown / not provided.